Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set on an unknown date, a drill guide was missing a piece. There was no patient involvement. This report is for a 2.4 mm universal drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: h4: device manufacture date has been updated accordingly. Investigation summary : it was reported that on an unknown date, during routine incoming inspection of a loaner set, a drill guide was missing a piece. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage visual inspection: the 2.4 mm universal drill guide (p/n: 323.202, lot #: 3407007) was returned. Upon visual inspection, it was observed that the spring is missing. This is consistent with the reported complaint condition, thus confirming the complaint. Service & repair evaluation: the customer reported the device was missing a piece. The repair technician reported the spring is missing and gauge pins which must ¿go¿ do not ¿go.¿ damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional analysis: dimension inspection was not conducted since missing screw was visually confirmed. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. ¿ 2.4 mm universal drill guide: 323_202, rev. G/j. Complaint confirmed? Yes, the device received has missing screw. Hence confirming the allegation. Conclusion: the complaint condition is confirmed as the 2.4 mm universal drill guide (p/n: 323.202, lot #: 3407007)was received with missing screw. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.